Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device vent inop; blower stalled. No patient involvement was reported.

Manufacturer narrative:
This is a defoa , the customer requested a replacement ventilator. The customer received the replacement device to resolve this issue.

Manufacturer narrative:
This failure was caused by a defective brushless dc motor controller u27on the mc board. Replacement of u27 corrected the failure with the mc board s/n (B)(4). The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem .